Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "system fault 41,980 occurred 0 0 0 4", "power down", "power up started" and "keypad locked" were recorded in history. During analysis, the customer's reported concern was not able to be confirmed. Service will replace main printed circuit board (pcb) as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code "41980". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
B5 and h6 were updated to reflect additional information: no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code "41980". It was not specified whether this occurred during infusion or interrupted therapy. No patient involvement.